Event description:
The lead was found to have become dislodged from the rv apex, resulting in loss of capture. Rv lead was repositioned on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).